Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 97754, serial#: (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4), analysis of the recharger (B)(4) found evidence of a bent connector with broken pins. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the desktop charger pin was loose and broken and the connection was loose when connected to the recharger. The desktop charger light was on and the arrows aligned. The patient stated he was therefore unable to charge the ins, and the ins had a little less than half charge when the issue began and since then the ins has depleted, the patient's therapy stopped and the patient's pain returned. Patient was issued a new desktop charger. Additional information received stated that the new desktop charger did not fix the issue and the connection still felt loose, and the recharger would not charge. Patient was issued a new recharger.